Event description:
The pump was returned to animas. The investigation revealed a faded and discolored display screen. This report is made based on the results of investigation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display lens was found to be cracked around the outside edges. The display screen was found to be faded and discolored. The pump display screen was replaced with a test screen and the display returned to normal. Unrelated to the display issue, the battery compartment was found to be cracked and corrosion was found inside the battery compartment. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.